Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out from the blue pin. Patient's effluent remained clear and he had no adverse effects. Patient was not able to complete his treatment that night but completed it the next evening. Sample is not available; sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.